Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump; the malfunction did not recur afterward. The customer received instructions to continue using the pump and to contact technical support if the error reappeared.